Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (1.0 mg/ml at .0061 mg/day) via an implanted pump. It was reported that the patient was admitted into the ICU (intensive care unit) for respiratory distress and needed the pump turned to minimum rate. The pump was turned to minimum rate. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.